Manufacturer narrative:
Device issue with inomax dsir#(B)(4)(complaint-(B)(4)). The device investigation was completed on 17-nov-2014. Inomax dsir #(B)(4) was returned to the manufacturer for service investigation. A review of the service log confirms the reported complaint of a failed no sensor alarm. The alarm immediately followed a failed low no cell calibration with 1104 counts (high point) 1063 counts (low point). Service log also revealed a delivery failure (df) alarm with monitored no greater than absolute man of 100ppm (actual value 101). Elevated low point counts during the low calibration are consistent with a misbehaving no cell with the elevated count possibly contributing to the df alarm prior to the failed low calibration. The regional service center (rsc) investigation also experienced the reported complaint of a failed no sensor alarm at boot up, performed low and high cals to clear the alarm and replaced the no cell as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor (device issue). No adverse event. Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a device issue with inomax dsir# (B)(4). A failed no sensor was reported while in use on a patient. The rt stated the failed sensor alarm appeared following disconnecting the patient from the ventilator. A low calibration and high calibration were performed and they were unable to clear the alarm. There was no harm to the patient. Inomax dsir#(B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on 17-nov-2014. Case comment: on 21-nov-2014: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00022).